Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7 mm, vicmo13.7, -8.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed. Cause of this event was reported as " patient required to remove". Additional information: the patient's left eye changed different size of icl due to low vault, even used 13.7 mm icl, the problem was not resolved, then removed the lens. The patient required to remove the lens of his right eye and no more implant. On (B)(6) 2018 it was reported that there was no problem with the lens of the right eye (od), and no low vault in the right eye. There was no patient injury during lens removal. The patient is in good condition, the bcva was the same as preoperation.

Manufacturer narrative:
Device evaluation:. Lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. (B)(4).